Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This pacemaker indicates resets which occurred at or post-explant. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms, intermittent sensing and loss of capture (loc) but did not lead to more than 2 seconds of asystole. Additional information was received that the cause of these observations were not determined. Non-capture on atrial lead was identified through programmer. The pacemaker was explanted electively while the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).